Manufacturer narrative:
The reported event of ipg not holding charge was not confirmed. As received, the ipg would not communicate due to a depleted battery. After the ipg battery was recovered, the ipg communicated, charged, and was tested to manufacturing specifications using the autotester and passed. Also, it passed the discharge test. No root cause was identified for the reported event. Correction: d9 - device available for evaluation?: in initial report, "yes" should have been selected.

Event description:
Related manufacturer reference numbers: 3006705815-2021-06313, 3006705815-2021-06314. Additional information was received that diagnostic testing revealed high impedance on the leads. During the same surgery, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: h6: medical device problem code: in earlier report, code 3283 should also have been entered.

Event description:
It was reported that the ipg did not provide therapy for at least 24 hours after being fully charged and became inoperable. Surgery occurred to explant and replace the ipg to address the issue.